Event description:
It was reported that the patient had a loss of therapeutic effect. Troubleshooting showed that a motor stall had occurred. The pump was replaced. The patient status was reported "good therapy outcome". The type of medication, concentration, and daily dose being administered via the pump were not reported.

Manufacturer narrative:
.